Manufacturer narrative:
Further investigation from the field technician determined that the prong on the power plug was missing due to customer misuse as the bed is moved prior to removing the power cord from the wall socket.

Event description:
It was reported that the head end lift was not functioning properly. Additionally, it was reported that the ground prong was missing on the power plug. No adverse consequence was reported.